Event description:
It was reported that this right atrial (ra) lead exhibited a gradual rise in capture threshold and it was suspected that the lead had been damaged during an unrelated procedure. The lead was sensing appropriately and had withing range impedances. The lead was confirmed to be exhibiting failure to capture. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.